Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with an ecr60d cartridge loaded on the device. The reload was received partially fired 1/3. Upon evaluation of the reload, the cartridge body and one piece sled were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap sigmoidectomy, the knife did not return to the home position at the 4th stroke of the 4th firing on the colon. Then, the device was removed by cutting the anus side with another echelon device. Eventually, it was found that the device could not be released because it clamped an intestinal forceps. The cartridge was gold. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.